Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is currently under her belt line and is causing the patient discomfort. Follow-up identified the patient had her scs ipg pocket relocated on (B)(6) 2015. The patient reported the pain/discomfort at the ipg site has resolved.